Event description:
It was reported that stent dislodgement occurred. An 8.0x40x75cm express ld iliac / biliary stent was selected for use. However, during preparation, the stent was dislodged off balloon and was found on back table prior to patient implant. The procedure was completed using an alternate device. No patient complications were reported.